Manufacturer narrative:
Concomitant medical products: product ID: 3888q33, lot# va07lh8, implanted: (B)(6) 2014, explanted: (B)(6) 2015. Product type: lead. Product ID: 3888q33, lot# va07lh8, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3777q45, lot# va07lny018, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that interrogation records from (B)(6) 2014 indicate that there was high impedance on electrode 12. No action was taken as a result of the event. The patient was discontinued from the study on (B)(6) 2014. The outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID: 3888q33, lot# va07lh8, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3888q33, lot# va07lh8, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3777q45, lot# va07lny018, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not have a clinically undesirable experience. Electrode 12 had impedances greater than 10,000 ohms. The outcome was ongoing with no further action needed. No actions were taken as intervention. Diagnostic methods included device interrogation which showed that electrode 12 had impedances greater than 10,000 ohms. The etiology was noted as related to the lead. The etiology was not applicable to the device or therapy and not related to the procedure. No signs or symptoms were reported.